Event description:
The catheter broke during removal and embolized to pt's heart. Removed under angiography x-ray. Pt developed sepsis.

Manufacturer narrative:
Implicated product is 2.7 fr. Single lumen pediatric catheter with tissue ingrowth cuff and -2 antimicrobial cuff. Product received for eval is 2.2 inch length of 2.7 fr. Open ended tubing. One end of tubing has even, well-defined edge terminating at approximately 45 degree angle. Opposite end has ragged edge that is nearly square. Dried blood within tubing lumen appears as opacities visible through tubing wall. No other components or tubing segment is included with complaint sample. Lot history review is not possible as no lot number has been provided. Tactual examination of tubing is remarkable only for densities created by dried blood within lumen. Complaint file documents complaint incident resulted in six hourt angiography procedure to retrieve embolized tubing, no impressions of snare device were noted during tactual exam. Patency is demonstrated by flushing and aspirating water with a 10cc syringe fitted with a small bore blunt connector. Dried blood is easily flushed from tubing during patency test. No leaks noted as tubing is occluded at one end and hydraulically pressurized to sustain pressures greater than 25 psi. Magnified (5x - 50x) views of tubing end with near 45 degree angle show clean, even edge with flat, striated face. These traits are indicative of being cut with sharp instrument such as scalpel. Orifice is round and wall thickness is static throughout tubing's circumference. This end is presumed to be tubing's distal end as product instructions for use direct user to cut distal tip of catheter at 45 degree angle. Microscopic examination of complaint sample's proximal end reveals irregular, jagged edge with broken, uneven face. These are characteristics of blunt trauma associated with tensile break. Distal orifice is round with symmetrical wall thickness throughout tubing's circumference. No mfg defect is found in complaint sample. Complaint of tubing breakage is confirmed. Documents contained in complaint file indicate complaint incident occurred during device removal. Damage on returned tubing segment is consistent with tensile break. These facts suggest stretching of tubing beyond its tensile limits may have occurred as a result of user technique. Definitive cause for incident is not possible without examination of catheter's proximal end.